Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had complaints of low flow alarms and power spikes when connecting to the power module. The vad coordinator was able to download the history and recreate the incident on the hospital power module. The rpms did drop and a sizzle was heard in the line that would most likely indicate a short. There was an area of suspected compromise at the distal portion of the driveline right down near the hub connector. There was a small tear in the insulation and a very weak feeling spot. The log file showed multiple events where the power jumped up, and the pump speed drops well below the low limit. The image of the external portion of the driveline showed an area of likely damage, near the distal end connector. Electrical arcing occuring while manipulating the driveline and the patient could feel the pump vibrating. Upon performing phase interrupter test, a yellow wire was found to be broken. A successful percutaneous lead distal end replacement was performed. No alarms, no speed drops, and no pump stops occurred after the repair.

Manufacturer narrative:
The report of low speed/flow events was confirmed based on the evaluation of the returned lead. Approximately 5.5" of the external portion/distal end of the percutaneous lead was returned. The 5.5" portion of lead was tested for continuity and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity. The reinforcing sleeve was removed to examine the shielding and bionate, and an area with shield breakdown was noted adjacent to the metal/controller connector. The shielding and bionate were removed, and examination of the underlying wires revealed that the yellow was fractured 2.5" from the metal/controller connector. The disruption appeared to be consistent with fatigue failure as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The fractured yellow wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This potential short to ground would have caused the reported low speed hazards. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.